Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf (stsf) catheter and experienced av node block treated with temporary pacing wire which required prolonged hospitalization. The report indicated that during radiofrequency (rf) ablation with thermocool smarttouch sf catheter, an atrioventricular (av) node block was observed on the carto 3 system and the recording system egms (intracardiac electrograms). A temporary pacing wire was placed. The heart block partially recovered by the end of the case. The patient was then going to be kept for observation over the weekend. The last known patient status was stable at time of event, no current condition known. The stsf catheter is available for return. A smartablate generator was used for the procedure. The information received indicated that the physician¿s opinion on the cause of this adverse event was risk of procedure and the patient¿s condition. The patient required extended hospitalization.